Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was experiencing chronic atrial fibrillation (af) and a care alert was not triggered for exceeding the daily af burden as expected. The device remains in use. No patient complications have been reported as a result of this event.